Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was broken. A guidezilla¿ guide extension catheter was selected to be used. During the procedure, it was noted that the device snapped on the guidezilla part and the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.